Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va086fc, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient¿s battery depleted premature. It was also mentioned that patient had multiple falls and issues ridding exercise bike. A bump visible at lead site was noted. The neurostimulator was 0-3 months; no impedance. The patient experienced loss of therapeutic effect, loss of efficacy and intermittent stimulation. It was indicated that impedance testing was performed. The lead was replaced in the pocket and a new neurostimulator was placed deeper. The patient status was reported as ¿alive no injury¿. It was reported 3 days later that patient had fallen several times and also wondered if issues could have occurred from stationary bike riding. The original implant had moved to sit off angle in the pocket. No issues were noted on interrogation. The patient reported good therapeutic effect with the new implant. It was later reported on (B)(6) 2014 that the patient had no impedance when her implant was interrogated (B)(6) 2014. She did have a replacement implant and an intra-operative interrogation showed no impedance. The manufacturer representative spoke with the patient (B)(6) 2014 and she reported good symptom control and health.¿ a follow-up report will be sent if additional information becomes available.